Manufacturer narrative:
G4: 13oct2020. B4: 31mar2021. The speaker assembly was received for investigation. During debugging, the primary alarm found the copper braided wires solder joint through to the other end of the copper braided solder joint was measured and found an opening. The open break is inside the black glue and coils. The electrical open in the speaker created the primary alarm failure. No further testing is required on the speaker assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
The customer reported a ventilator with a primary alarm failed event. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement or harm. The manufacturer's field service engineer replaced the speaker assembly to address and correct this reported event.